Manufacturer narrative:
The engineering evaluation noted in the revision reported was likely the result of instability. However, this cannot be confirmed as the device was not available for evaluation. Possible causes of instability for this device are listed in rmr (B)(4).

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2015. Revision of left knee due to instability. The revision was undertaken for instability of the left knee with concurrent chronic effusion of the left knee. On (B)(6) 2019, the size 4, 13mm psc logic polyethylene tibial insert was removed and replaced by a size 4, 19mm logic psc tibial insert. The femoral, tibial, and patellar components were well-fixed. The procedure was completed uneventfully. The patient left the operating room in satisfactory condition.